Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the product will not be analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient's ipg pocket site was swollen, hot and extremely painful. The patient reported fluid appeared to be around the site. The patient experienced pain at the site with stimulation turned on and turned off. Follow-up information revealed the patient met with the physician and was prescribed antibiotics due to a suspected infection. Additional information revealed the patient's pain continued to get worse. As such, the patient went to ER as the ipg site was draining. The patient was then placed on IV antibiotics. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where her ipg was explanted due to infection.